Event description:
During a remote follow-up, decreased pacing impedance, increased defibrillation impedance and oversensing which resulted in delivery of inappropriate high voltage therapy were observed on the right ventricular (rv) lead. The rv lead was dislodged. The device was reprogrammed as an interim solution. During the revision procedure, the rv lead helix was not able to retract while attempting to reposition the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the helix was stretched and clogged with blood. The helix mechanism was unable to be tested as well as accurately measuring the helix extension length due to condition of the lead as received. The reported events of decreased defibrillation impedance, oversensing and inappropriate high voltage therapy were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No anomalies found on the lead except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, decreased defibrillation impedance and oversensing which resulted in delivery of inappropriate high voltage therapy were observed on the right ventricular (rv) lead. The rv lead was dislodged. The device was reprogrammed as an interim solution. During the revision procedure, the rv lead helix was not able to retract while attempting to reposition the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.